Event description:
Bed alarm used by pt did not sound when pt got herself up out of bed. Green button thought to be on hold position when finding pt. On floor. Unit was plugged in. Pt had been woken up to be toileted aprroximate 0215 hr. By cna the sensor mat was under the pt. As cna had straightened her linens before returning her back to bed. Questioned if alarm reset. Pt required surgery.